Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 240-303 mg/dl; cause was unknown. Customer gave a manual injection to address bg. At the ER customer was treated with lantus to address bg. No additional patient or event information was available. Recommendation was made to consult with a healthcare provider regarding diabetes management.